Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device (B)(4) was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-s1. It was reported that the nut was not able to break off at left l5. The surgeon replaced the nut with new one; however the new nut was not able to be broken off too. The surgeon decided not to place a nut on left l5 because l4 and s1 nuts had securely fastened. No patient complication is reported.